Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited under-sensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.